Event description:
It was reported by the customer that a pyxis medstation es system had barcode scanner failure. The customer stated that the scanner does not communicate with the computer, causing delays to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to scanner driver issue. A field service engineer reinstalled scanner drivers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.